Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8590-1, lot# n105899, product type accessory. (B)(4).

Event description:
It was reported that the patient was receiving a magnetic resonance imaging scan of the l-spine. It was unknown if the device was working properly. The scan was performed to determine ¿if there wasn¿t anything else going on.¿